Event description:
The customer reported that following the completion of an endoscopic retrograde cholangiopancreatography procedure, the tip of his olympus single-use distal cover came off in the patient¿s mouth. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is related to report with patient identifier (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in section a and b5. Additionally, a correction was made in the h6 coding for component and medical device problem codes. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter confirming that the patient vomited, and the segmented piece came out at that point. According to the customer, this event had no patient harm, and only minimal patient impact possible gagging during procedure. Reportedly, this event was believed to have occurred at the end of the procedure while removing the scope from the patient¿s mouth. The customer confirmed that the procedure was not prolonged as this event was not noticed until the procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to provide further legal manufacturer's investigation findings based on additional event details provided by the customer. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use.". The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. It has been over 1 year since the subject device was manufactured. Per the customer, it was confirmed that the distal cover was pulled and twisted to ensure it did not easily come off the scope. However, since the cover reportedly still came off the scope, it is likely that it was not properly attached to the scope. Based on the results of further investigation, the distal cover detachment likely occurred due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿9.3 attaching the distal cover: please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to h6 (type of investigation) to include code ¿4114¿ that was inadvertently not included in the initial medwatch. Also, a correction has been made to h6 code (investigation findings). Code "213" has been corrected to "4248" appropriately. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, from passed investigations the following mechanisms likely caused the event: - a slight crack was formed in the rear end of the distal cover due to a load that crushed the distal cover during storage. The customer attached it to the scope as it was, and the distal cover was damaged by the load during use, and the distal cover easily came off from the scope. - the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. It is likely that the cause of the device falling off is insufficient attachment to the scope. It was confirmed that the attachment procedure and handling precautions for this factor are described in the instruction manual as follows: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter as well as provide a correction in the h6 coding. That information is located in b5 and h6 respectfully. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter. Reportedly, the retrieved distal cover was damaged. The customer did not apply anti-fog agent to the scope. There were no chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. After attaching the distal cover to the scope, it was confirmed that the cover was not damaged. The tech assessed the scope after attaching the distal cover to the scope by pulling or twisting to make sure it would not come off after attaching.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4 (UDI) from the initial medwatch.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6, h7 and h9 to include information that was inadvertently not included in the previous submissions.